Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call they were experiencing high and low blood glucose levels. They experienced high blood glucose levels of 500mg/dl. The customer was experiencing low blood glucose levels of 35 mg/dl. The customer decline to trouble shoot for the blood glucose levels. Customer mention was experiencing leaks with infusion set and has not been feeling the needle when its inside her and believes not receiving enough insulin because of it. The customer states the leaks occurred about a year ago and has been reported. The customer pump will not return for analysis.